Manufacturer narrative:
If new information is received, this event will be further updated.

Event description:
Boston scientific crm received information that this device and associated leads, were explanted due to system infection. No adverse patient effects reported and none of the explanted products are intended to be returned.